Manufacturer narrative:
Return requested. Replacement slide door cables and gantry motor control were shipped to site (B)(6) 2016. Both devices were returned to manufacturer, unused. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the radiographic technologist (rt) had to manually open the gantry doors as they did not know about the electric bypass. When a grinding sound was noted, trouble-shooting was discontinued. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a posterior cervical fusion procedure, the imaging system pendant was showing an error message. The message notified that the doors were open when they were not and the radiographic technologist (rt) was having difficulty getting the tube to rotate. The rt power cycled the imaging system and it appeared to be working normally. The imaging system was brought into the operating room (or) and around the patient and started a spin. Mid-spin, the pendant displayed the same door open" error as before and stopped moving. They could not open the door so the rt power-cycled the imaging system again and was able to move it normally. Issue was resolved. The surgeon completed the procedure with the use of the navigation system, and without the imaging system. Delay in therapy was approximately two hours before continuing. There was no impact on patient outcome.